Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump alarmed button error. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on the printed circuit board was locked properly during visual inspection. No button error alarm during testing. Pump failed leak test from cracked case behind the pump at the battery compartment. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.